Event description:
It was reported that at the user facility, the device was overheating during charging. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.